Event description:
Medwatch report explained that the gripper tip insert fell out of codman 36-2000 needle driver. After surgery, it was identified that the gripper tip insert of the codman 36-2000 needle driver was no longer attached. It is unknown where the tip of the needle driver was lost. This needle driver had very recently (within the past two months) been repaired the authorized repair vendor for codman surgical instruments.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device is not available.